Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. After the procedure, the patient presented with vaginal pain and vaginal itching. The vaginal mesh was noted to be eroded. The mesh was explanted on (B)(6) 2011.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This medwatch report is in response to receipt of maude event report (B)(4).